Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high, out-of-range shock lead impedance was noted on this right ventricular (rv) lead during an elective replacement of the associated implantable cardioverter defibrillator (ICD). The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.